Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pt was told during the workup the coil were not seen in the uterus') and pregnancy with contraceptive device ('pt had her essure placed in 2004, and had ivf pregnancy in 2015 with success') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 12245132) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine perforation and overweight. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included multigravida, parity 3, gestational diabetes mellitus, pre-eclampsia, chorioamnionitis and uterine bleeding. Concomitant products included famotidine (pepcid) from 2004 to 2018 for gerd, metformin1-(B)(6) 2015 for gestational diabetes, gabapentin from (B)(6) 2017 to (B)(6) 2018 for pelvic pain female, sertraline hydrochloride (zoloft) in 2011 for post-traumatic stress disorder as well as famotidine, ferrous sulfate (ferrous sulphate), ibuprofen, iron from (B)(6) 2015 to (B)(6) 2018 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (menorrhagia)"). In (B)(6) 2004, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2004, the patient experienced depression ("psychiatric condition: depression/ psychological injury") and feeling abnormal ("psychological or psychiatric problems condition- brain fog"). In 2004, the patient experienced anxiety ("psychiatric condition: mental anguish") and visual impairment ("vision problems/ vision/eye problems type: deteriorating vision"). In (B)(6) 2004, the patient experienced gastrooesophageal reflux disease ("gi condition/ gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2004, the patient experienced pelvic pain ("physical pain"), back pain ("back pain") and neck pain ("neck pain"). In 2005, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In 2007, the patient experienced teeth brittle ("dental problems/ teeth brittle"). In (B)(6) 2013, the patient experienced ovarian failure ("reproductive system disorder or condition type of disorder or condition: decreased ovarian function"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), migraine ("migraine/ migraines"), alopecia ("hair loss") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antacids, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, anxiety, abdominal pain, anaemia, migraine, visual impairment, gastrooesophageal reflux disease, weight increased and ovarian failure outcome was unknown, the vaginal haemorrhage, menorrhagia, depression, back pain, nausea, fatigue, alopecia, feeling abnormal, neck pain and headache had resolved and the teeth brittle was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device dislocation, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, neck pain, ovarian failure, pelvic pain, pregnancy with contraceptive device, teeth brittle, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure confirmation test as per pfs, patient did not undergo essure confirmation test. Insertion details: per mr: (B)(6) 2004. Plaintiffs received treatment for migraine, nausea, dental problems, vision problems, fatigue, gi condition, weight gain, hair loss. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Findings: there are metallic essure device is noted overlying the right and left hemi pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anemia, back pain, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- back pain, migraine, nausea, fatigue, weight gain, hair loss. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.